Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the set leaked where the spike connects to the bag within three hours after the drug was mixed in pharmacy and sent to the floor. The undiluted etoposide leaked into the plastic bag, and the pharmacist returned the bag to the pharmacy for disposal in the cytotoxic waste receptacle. There was no patient involvement, and no harm to any clinician was reported.